Event description:
Enbrel sureclick 50mg, ndc# 58406-0445-04 lot# 1027236, expiration date 4/2014. Received 3 reports - (B)(6) 2011 - from 3 patients who returned their products saying that the injectors locked and failed to discharge medication. Pharmacists verified that patient knew how to use the injector and in all instances they did. Since (B)(6) 2007 until (B)(6) 2011, we have received 10 similar reports where the injectors locked and failed to discharge medication. Reporting the 3 instances above as they were all the same lot 3.